Event description:
It was reported that the fenestrated bipolar forceps instrument could not work. No other information was available.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a corroded board, there were no other signs of chemicals observed. Engineering concluded that damage was likely due to improper cleaning. Additional observation not reported by site was a frayed pitch cable located at the distal clevis hub. The frayed section was approximately 0.03 in length. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.